Event description:
The surgeon was scoring tissue in the chest cavity as the instrument was conducting energy approximately 1 inch on the side of the shaft where it stuck to the patient and burned the tissue. The surgeon discontinued using the device and switched to a new one.